Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events of hypovolemia, hypotension, loss of consciousness and unspecified facial injuries, which necessitated admission to the hospital. The pdrn reported the patient was feeling unwell, and not adequately eating and/or drinking. The pdrn attributed causality to the patient¿s hypovolemic state, combined with ccpd therapy utilizing a 2.5% dextrose solution. The patient became hypotensive during ccpd therapy after standing too quickly, experienced a vasovagal event and fainted. Hypotension is a common yet serious complication among pd patients, and hypovolemia is one of the leading causes. Based on the information available, and the patient¿s continued use of the liberty select cycler. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency, defect or malfunction caused the events. However, despite the pdrn¿s statement of disassociation, the liberty select cycler cannot be excluded from having a possible contributory role in the events. The cause of the patient¿s hypovolemia and hypotension was primarily attributed to the patient¿s inadequate eating/drinking. However, given the patient¿s requirement for rrt, coupled with the subsequent use of a 2.5% dextrose solution. It is probable ccpd therapy contributed to the patient¿s already hypovolemic state, which contributed to a hypotensive event, resulting in the patient¿s loss of consciousness and facial injuries.

Event description:
A patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted fresenius technical support for assistance cancelling ccpd therapy. The patient reported they needed to go to the emergency room (ER), as they were not feeling well and had fainted. Follow-up with the patient¿s primary peritoneal dialysis registered nurse (pdrn), confirmed the patient fainted due to hypotension on (B)(6) 2020. The family called emergency medical services (ems), after the patient hit their face (specifics of injury not provided) on a bedside table when they fainted. The pdrn stated the patient reported not feeling well for several days prior and was not eating and/or drinking enough. The patient became hypotensive during ccpd therapy and stood up too quickly (rationale not provided). The pdrn reported the patient was utilizing a 2.5% dextrose solution and given that they were likely already hypotensive from not eating/drinking, the patient experienced a vasovagal event and fainted. The liberty select cycler performed as intended during the events, and the patient continues to utilize the device nightly. The patient did not undergo ccpd while hospitalized, as they were discharged the following morning on (B)(6) 2020 and completed their pd therapy at home. The patient has residual pain in their face from the fall and is recovering from the events.